Event description:
Customer reported receiving a reading on his adc meter that was higher than he felt he was. Customer unknowingly changed the units of measure in his meter from mmol/l to mg/dl, mistreated himself with insulin and lost consciousness. He received a reading of 248mg/dl which he interpreted as 24.8mmol/l. The customer denied being seen at a health care facility, no third-party medical intervention or diagnosis was reported. However, customer stated he was treated with a glucose injection and it is unclear if this was self-administered or how the injection was given. The meter serial number reported was manufactured with switchable units of measure. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.